Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the lead was fractured. An invasive procedure was performed. The lead was surgically abandoned and replaced. The device was also explanted at the procedure. No adverse patient effects were reported.

Event description:
Boston scientific received information that at a routine device check, this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited oversensing. Additionally, high out of range pacing impedance measurements and high pacing threshold measurements were observed. It was noted the lead was programmed to unipolar configuration. The lead was checked in bipolar configuration and high out of range pacing impedance measurements were still observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed the oversensed noise could be myopotential oversensing due unipolar sensing. Ts discussed troubleshooting and programming options. The local area field representative was contacted for additional information. It was reported the lead configuration was programmed to bipolar and the system will continue to be monitored. Should additional information become available this report will be updated.